Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system controller pcb assembly and user interface pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and did not observe any issues with this part. A further root cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is repeatedly restarting by itself. There was no report of patient use associated with the reported event.